Event description:
It was reported the insulin pump alarmed no delivery and then had a motor malfunction. Customer's blood glucose was 297 mg/dl and earlier it was 532 mg/dl. Customer's mother stated the high was due to no delivery alarm. The device alarmed no delivery, then require the device to be rewound, and then it alarmed again then the motor malfunction occurred. Motor error occurred during basal delivery. Customer had the device in his waist when device alarmed. The device was not exposed to an MRI. Customer does not use sensor. Customer's mother stated they are able to rewind the device. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.